Event description:
Event description guidant received information that these implantable transvenous atrial and defibrillation leads were revised. The defibrillation lead had high pacing thresholds and poor sensing. During the rv lead revision, the ra lead dislodged and need to be repositioned.